Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt was in a car accident on (B)(6) 2011. Since then the stimulation was no longer covering the pt's lower back and leg pain. Stimulation was felt in his chest and abdomen. The pt requested the stimulation to be reprogrammed. The pt was working to meet with his physician. No further info is available at this time.